Event description:
It was reported to vyaire medical that the avea ventilator had an air leak. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite, adjusted and tightened the fitting for the air inlet assembly.ovp (operational verification procedure) was performed and the unit passed ovp and post est (extended systems test) test.the unit passed all performance and safety checks. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.